Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedances on this right ventricular lead. The patient attended an outpatient clinical and measurements appeared to be within normal range. The right ventricular sensing configuration was in bipolar and manipulation showed a single artifact and after reprogramming the sensing to rv tip to coil no artifacts were registered. The patient was sent home and will be closely monitored. No adverse patient effects were reported.

Manufacturer narrative:
The rep noted that the shocking impedances appeared only out of range in the configuration that used the is-1 ring (bipolar), while the second configuration is fine. As this right ventricular lead is an integrated bipolar lead no risk is present. Engineering discussed the way the competitor device does measurements is different then a bsc device and this should be checked with the competitors technical services. Additional information will be updated, at this time an update regarding this case is pending. Should additional information become available this investigation will be updated.

Manufacturer narrative:
A response from the competitor was provided which noted that there may be a problem with the connection of the coil is1. No further information was provided as the system was sent to a rv tip to coil configuration and the system was functioning well. A response from a bsc technical services representative was also provide which noted that unlike the competitor leads, bsc leads are integrated which mean that the distal coil is used for both pace/sense and tachycardia therapy. If the competitor device is checking what it thinks is "bipolar", that would be the is-1 terminal pin - is-1 terminal ring. Technical services discussed that the second plot is tip to coil. Presumably, the device checks is-1 terminal pin to df-1 rv. Technical services concluded that both of these measurements are integrated bipolar measurements, both use the tip, both use the rv coil, it is just that one uses the is-1 ring and one uses the df-1 rv pin. The competitor confirmed this is how the device measures impedance values. The out of range measurement is for the configuration that uses the is-1 ring. The second configuration was normal. Technical services discussed that the only thing that could explain this would be some sort of is-1 ring connection problem, while another hypothesis could be a measuring error. At this time the system remains implanted.